Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained rv oversensing due to intermittent post sensed t wave oversensing. No programming changes were made as the oversensing was due to a coincidence of timing. The patient condition was stable and monitoring will continue.